Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the flow rate error, which was not reproduced. The reported symptom 'cannot deliver secondary bag' was unable to be confirmed during evaluation. Evaluation tested the at multiple flow rates with the unit passing. Evaluation programed a secondary infusion with the pump performing as designed. Evaluation was unable to determine an assignable cause and therefore, no correction was required in relation to the reported symptom. The event description on the initial manufacturer report was incorrect and has been updated to the correct event description. The date returned to manufacturer on the initial manufacturer report was incorrect. The correct date returned to manufacturer was 11/01/2016. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-05512 can be removed from the FDA database. (B)(4).

Event description:
It was reported that a spectrum pump was not delivering the secondary bag during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that there was no patient injury or medical intervention needed. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
Biomedical engineer phoned in on (B)(6) 2016 to report the secondary bag was not delivering and the device was also under recall fa-2016-051. It was reported that a patient was involved but there was no injury or medical intervention needed.